Manufacturer narrative:
This report is for an unknown locking compression plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: min, byung-woo et al, minimally invasive plate osteosynthesis with locking compression plate in patients with vancouver type b1 periprosthetic femoral fractures, injury volume 49, issue 7, july 2018, pages 1336-1340 (south korea). The main purpose of this study was to determine whether minimally invasive plate osteosynthesis (mipo) would lead to superior outcomes compared with orif in patients with vancouver type b1 pffs. 24 consecutive patients with vancouver type b1 periprosthetic femoral fractures (pff) using the mipo technique with synthes locking compression plate (lcp) without surgical dislocation of the prosthetic hip joint or direct exposure of the fracture site between february 2011 and february 2017 were included in the study(mipo group). There were only 21 patients in the mipo group at follow-up, and of these 21 patients, 10 and 11 were male and female, respectively. The mean age was 70.1 years (range, 49¿85years). They were retrospectively compared with the outcomes of 19 patients with vancouver type b1 fractures treated with orif between april 2006 and december 2011 (orif group, 19 hips). There were 11 males and 8 females in the orif group. The operation time, blood loss during the operation, frequency of the postoperative transfusion, union of the fracture site, time to union, complications, mhhs, and changes in walking ability at last follow up between two groups were then compared. In the mipo group, there was one case of fixation failure with stem subsidence at postoperative 3 months; this patient was treated with revision total hip arthroplasty (tha) of the femoral stem. This report is for an unknown synthes locking compression plates this is report 1 of 2 for (B)(4).